Manufacturer narrative:
Contrary to the customer's information, the meter memory did correctly show the control reading 133mg/dl was marked as a control test.

Event description:
The customer received a control reading of 133 mg/dl on the contour next ez. The reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory.no adverse event was alleged. The test strips were expected to be returned for evaluation.new meter, strips and control were sent to customer.